Manufacturer narrative:
Concomitant medical products: concomitant products-alinity ci-series system software ln # 04v20-12. Correction/removal number: 3016438761-07/30/21-002-c. Further investigation into issue, it was noted that there is the potential on alinity c and alinity I for an expired reagent cartridge to be incorrectly displayed on the reagent status screen with a status of ¿ok¿ and remain in the reagent carousel for sample processing. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions 3.2.3 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version 3.3.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed a software issue where the onboard reagent cartridge on expiration did not unload automatically on the alinity processing module. There were no discrepant patient results generated and no impact to patient management was reported.